Event description:
A surgeon reported that following intraocular lens (iol) implantation, a patient reported a decrease in vision. The iol was implanted on 2000. Visual acuity (va) prior to implantation was 0.7 (decimal equivalent). Va just after implantation was 1.0. Postoperative periodic check was normal. On 05/2001, the patient complained of unclear vision. At this time, the patient's va was 0.9 to 1.0. Slit lamp examination of the iol showed the lens to be clear. On 09/2001, the patient complained of visual difficulties. Slit lamp examination of the iol revealed a granule "like sand" in or on the iol. The association between the iol and this event is not known. The lens remains implanted.